Event description:
The cryo unit would not shift into defrost mode while attached to the patient's eye. The doctor indicated that he depressed the foot pedal several times to try to get the unit to defrost. The doctor eventually had to pull the probe out of the cryo unit to get it to defrost.